Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving effective stimulation therapy from her scs system. A diagnostics test showed high impedances on all of the lead contacts. The physician explanted and replaced the patient's entire scs system. In addition, the system was turned on and the patient reported receiving full stimulation coverage of her painful areas.